Event description:
It was reported that the patient experienced lack of rigidity in the cylinders of this inflatable penile prosthesis (ipp) and spontaneous deflation issues during intercourse. A revision surgery was performed during which it was noted that the device was working but, in effect, cylinders did not get very rigid; therefore, cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormality was noted. The kink resistant tubing of the pump was worn down to the filament, but leaks were identified. The cylinders were visually inspected and tested for leaks. During visual inspection it was noted that both cylinders had wear at fold in the proximal. No leaks were identified in the cylinders. Based on the information available and analysis results, the reported clinical observation of lack of rigidity in the cylinders and spontaneous deflation issues could not be confirmed; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced lack of rigidity in the cylinders of this inflatable penile prosthesis (ipp) and spontaneous deflation issues during intercourse. A revision surgery was performed during which it was noted that the device was working but, in effect, cylinders did not get very rigid; therefore, cylinders and pump were removed and replaced. There were no patient complications reported.